Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was not able to reproduce the reported issue. Other unrelated repairs were advised, however the repair was rejected by the customer and the device was returned unrepaired. The cause of the reported issue could not be determined. Device evaluated by the third party agent.

Event description:
The customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.